Manufacturer narrative:
The presence of the k antigen was confirmed on retention capture-r ready-screen, lot x186. The customer did not return sample for investigation testing.

Event description:
Customer reported unexpected negative reactions with cell # I of capture-r ready-screen, when testing a pt sample known to contain anti-k. Two samples from the same pt were tested on different dates and resulted in the unexpected reactions. Methodology is manual testing. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.